Event description:
It was reported that the patient received an alert via (B)(4). Upon interrogation of the device, variations in low voltage lead impedance was noted but was not reproducible in clinic. Diagnostic imaging of the lead revealed externalized conductors. Plans were made for this lead to continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.